Event description:
Information was received from patient regarding an external device. The reason for the call was that the patient reported that the implantable neurostimulator (ins) had stopped working, and they were getting pain in their lower back. Patient also stated that they were not able to recharge the ins. Patient also mentioned they met with their rep, and they recommended replacing the recharger. Patient was not able to proceed with the troubleshooting because the devices were not present at the moment. Agent had patient instructed to find the devices and call back for further troubleshooting. The patient repeated that their stimulator had not been working for months and they had previously called for a recharger paddle but did not have the equipment present for troubleshooting, and they were not sent a replacement. Their stimulator stopped charging andthey don¿t know what the cause is, but was previously told by a rep that they just need a new paddle. Patient reported they are getting extreme back pain both in the area of the battery and right next to the other side of their lower back where the batteries placed, and is getting a "popping" when they try to bend over with a sharp pain going down their legs and up the spine to the neck. Patient is requesting assistance and reported if the issue can't be resolved they would want the stimulator removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that their equipment was not working because the implantable neurostimulator (ins) would not recharge. When trying to charge ins they got error message mr05. The patient said they called before about this and was told to have equipment present. During call, the patient verified no damage to the controller charging port or to the recharger (rtm). The patient reset the controller and when they attempted to recharge the ins they got system problem rm05. A replacement rtm was sent out.